Event description:
It was reported that the lead integrity alert (lia) was triggered due to noise resulting from a possible lead fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned and analyzed. The proximal and distal conductors of the lead developed a fracture due to flexing while in vivo. Performance data from the device was collected and has been analyzed. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met, as well as oversensing due to non-physiologic signals/sic (sensing integrity counter), and oversensing associated with the right ventricular lead. (B)(4).